Event description:
It was reported that a novum iq large volume pump (lvp) failed to infuse. The pump was checked four hours after starting the heparin drip, and it was observed that none of the volume had visibly been infused. This event occurred in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A downstream (distal) occlusion test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A review of event history log revealed multiple infusion were completed on event date with multiple downstream occlusion messages, however a relationship to a known underinfusion issue was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.